Event description:
On 12/30/2009, pt reported, his blood glucose has been running around 600mg/dl for the past 48 hours. Pt stated he spoke with his doctor and he wanted him to increase his basal rates. Assisted pt in changing his basal rates. Pt reported, the doctor also gave him injections to help bring down his blood glucose. Pt's target blood glucose is 130 mg/dl. Pt reported having a recent routine procedure in the hospital and stated every since he was released on (B) (6) 2009, his blood glucose has been higher than normal. No product return was requested. On follow up call to pt 3 hours and 26 minutes later, pt reported, his blood glucose remained elevated. Pt stated he spoke to his doctor again and he thinks something they used on his liver is giving him complications with his blood glucose. Pt reported, they "injected something in him to clean his liver". Pt stated he and his doctor believe this is causing the blood glucose concerns. Pt reported, the doctor advised him to take fast acting insulin every 4 hours by injection to help bring down his blood glucose. Troubleshooting did not find any product issues. No product return was requested. On follow up call on (B) (6) 2010, pt reported doctor put him in the hospital because of his blood glucose concern; date of admission was unk. Pt reported he was there for 48 hours. Pt reported, they increased his basal rate and gave him injections to bring down the blood glucose. Pt stated his blood glucose started to come down to around 200 mg/dl while he was in the hospital. He stated, he is taking extra insulin by injection when his blood glucose is elevated. Pt reported his current blood glucose is 254 mg/dl which is normal for him.

Manufacturer narrative:
No product will be returned for eval.